Event description:
The initial reporter alleged a discrepant reactive result for a patient sample tested with the hbsag g2 elecsys e2g 300 v2 assay on the cobas pure e 402 analytical unit. The elecsys hbsag ii assay generated a result of 7.73 coi (reactive). Additional testing with the abbott hbsag assay produced a result of 0.39 s/co (non-reactive). Further testing included elecsys anti-hbs, which yielded a result of 11.0 iu/l, and elecsys anti-hbc, which yielded a result of 2.20 coi. Testing with the abbott anti-hbc assay produced a result of 0.39 s/co (non-reactive). No hbsag confirmatory testing was performed.

Manufacturer narrative:
The reported event occurred on a cobas pure e 402 analyzer with serial number (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. The investigation was limited due to the unavailability of calibration and quality control data. No hbsag confirmatory testing was performed, which restricted further analysis. The root cause was attributed to a sample-specific discrepancy. The device remains in operation at the customer site.